Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was unknown. Its unclear if the customer was exposed to magnetic field or MRI. Its unknown if the device was able to rewind. Customer's blood glucose was also unknown. The device is not returning for analysis.